Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - incorrect removal.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a starclose se device after a carotid stent interventional procedure using a 6f sheath. Reportedly, all steps were performed without issue; however, the clip was seen at the distal end of the device. The safety release button was used to retract the vessel locator wings; however, the access ports were not used to retract the thumb advancer prior to sliding the safety release. The device was pulled out, no resistance was reported. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported clip caught at the distal end of the device was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to clip deployed on the distal end of the device may include, but are not limited to, inadequate nick and spread, user presses the firing button (#4) prior to full advancement of the thumb advancer, user pulls back on device during clip deployment. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6: medical device problem code 2017 removed.